Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead revision surgery, all parameters were found to be fine after reconnecting the lead with the device. Loose set screw was suspected. Lead and the device were kept implanted and active. Patient's condition was good post-procedure.